Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to erosion. All components of the existing aus were explanted and after approximately six months, the patient had a new aus implanted. There were no additional patient complications reported.

Manufacturer narrative:
Event date: approximated based on event description.

Manufacturer narrative:
Event date b3: approximated based on event description. This complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. Due to the lack of product return, the clinical observations of erosion could not be confirmed.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to erosion. All components of the existing aus were explanted and approximately after six months, the patient had a new aus implanted. There were no additional patient complications reported.